Manufacturer narrative:
H10. H3, h6: the device, used in treatment, has not been returned for evaluation. We have been unable to confirm a relationship between the event and the device or identify a root cause on this occasion. If the device is returned in the future this complaint will be re-assessed. A clinical review reported, no medical records or evidence of have been received on this complaint. The reported event cannot be assessed and a thorough medical assessment cannot be performed. When notification has been made that all medical documentation has been provided this complaint will be re-evaluated and a thorough medical assessment rendered. A review of the device history has not been possible as no batch/lot details were provided, however at this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Complaint history for the reported event has been reviewed, revealing only this instance. The IFU for leukostrip has been reviewed, and contains adequate warnings and cautions regarding the device¿s limitations and use. Leukostrip is not intended to prevent infection. The investigation reported that the infection was treated with antibiotics. The risk file for leukostrip has been reviewed which contains multiple failure modes resulting in local infection including but not limited to; strips overstretched on application, strips get wet and do not hold wound together and too few strips applied causing the wound to re-open. Without any further information into the cause of the infection the failure mode cannot be narrowed down any further. No further actions by smith and nephew are deemed necessary at this stage. However, we will continue to monitor for any adverse trends relating to this product range.

Event description:
It was reported that during a clinical study, where the clinical outcome and cost comparison of carpal tunnel wound closure was being evaluated (B)(6) 2013), one patient of the group in which the wound was covered with leukostrip suffered a superficial infection which was treated with antibiotics. No further information is available.